Event description:
The customer received questionable results for cardiac c-reactive protein (latex) high sensitive (crphs) on one patient sample. All results are in mg/l. The initial result was 0.0, accompanied by a data flag. This result was reported outside of the laboratory. The sample auto-repeated with an increased volume and generated a result of 61.4, accompanied by a data flag. The customer put the sample on the instrument a second time and recovered results similar to the first run. The customer refused to provide the exact results of the second run. The sample was then manually diluted 1:2 and was run on the analyzer as a straight sample, which generated a result of 22.0, accompanied by a data flag. This sample was then auto-diluted by the instrument and recovered 22.7. The final result was manually calculated to be 45.4. The customer deemed this result to be correct and issued a corrected result. The patient was not treated nor had treatment withheld based on the erroneous result. There was no adverse event. The lot of crphs reagent in use was 67277601, with an expiration date of 08/31/2014. The field service representative found the internal probe rinse volumes were low. He adjusted the gear pump output that controls the internal rinsing. He also performed a precision check.

Manufacturer narrative:
The investigation could not determine a specific root cause with the data that was provided. It was noted that the sample volume for this assay is small and could be impacted by contamination or micro clots in the sample probe.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.